Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user and spouse reported the ilet was not responding to bg outside of meal announcements (range 51¿287 mg/dl). No symptoms, no medical intervention. Agent verified corrections were occurring and advised against extra meal announcements. Training was scheduled. On (B)(6) 2025, follow-up confirmed firmware update, revised meal timing, and supply change guidance. User reported training was helpful. Outcome: resolved, no harm.